Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the repair of the patient's native mitral valve due to severe regurgitation, the native valve was noted to have diminutive leaflets as well as leaflet perforation following what appeared to be healed endocarditis. The surgeon performed various suturing repairs to the mitral valve, but the valve still had regurgitation. Subsequently, this 27mm mitral annuloplasty band was implanted. It was reported that the regurgitation improved, however, residual regurgitation remained. As such the 27mm band was explanted and replaced with a 25mm band of the same model. No additional adverse patient effects were reported.